Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune thyroiditis ("autoimmune disorder/thyroid hashimoto disease") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety"), hormone level abnormal ("hormonal changes describe: hormone imbalance"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headache"), uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids in the uterus"), uterine cyst ("cervical cysts"), blood oestrogen decreased ("low estrogen"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), loss of libido ("libido deficiency"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (tubal reversal to remove essure device/surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune thyroiditis, genital haemorrhage, vaginal haemorrhage, depression, anxiety, hormone level abnormal, menorrhagia, migraine, headache, uterine leiomyoma, uterine cyst, blood oestrogen decreased, nausea, dysmenorrhoea, fatigue, weight increased, loss of libido, alopecia and dyspareunia outcome was unknown. The reporter considered alopecia, anxiety, autoimmune thyroiditis, blood oestrogen decreased, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, migraine, nausea, pelvic pain, uterine cyst, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Following event: hormonal changes describe: hormone imbalance, abnormal bleeding (general), abnormal bleeding (vaginal),menorrhagia, thyroid hashimoto disease, migraines, headache,reproductive system disorder or condition type of disorder or condition: fibroids in the uterus, cervical cysts, blood estrogen decreased, nausea, dysmenorrhea (cramping), fatigue, weight gain, libido deficiency, hair loss. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune thyroiditis ("autoimmune disorder/thyroid hashimoto disease") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure (batch no. 857600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concurrent conditions included multigravida, parity 4 and obesity. Concomitant products included estradiol, hormones, montelukast sodium (singulair), procaterol hydrochloride (pro-air), sertraline hydrochloride (zoloft), testosterone and thyroid. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), migraine ("migraines"), headache ("headache"), nausea ("nausea") and loss of libido ("libido deficiency") and was found to have hormone level abnormal ("hormonal changes describe: hormone imbalance") and blood oestrogen decreased ("low estrogen"). In (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids in the uterus") and experienced cervical cyst ("cervical cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (tubal reversal to remove essure device/surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune thyroiditis, genital haemorrhage, vaginal haemorrhage, hormone level abnormal, menorrhagia and fatigue had resolved and the depression, anxiety, migraine, headache, uterine leiomyoma, cervical cyst, blood oestrogen decreased, nausea, dysmenorrhoea, weight increased, loss of libido, alopecia and dyspareunia outcome was unknown. The reporter considered alopecia, anxiety, autoimmune thyroiditis, blood oestrogen decreased, cervical cyst, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. 2 coils in right side, and 3 coils in left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received. Lot number and concomitant medications were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune thyroiditis ("autoimmune disorder/thyroid hashimoto disease") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multigravida, parity 4 and morbid obesity. Concomitant products included hormones nos, testosterone and thyroid. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), hormone level abnormal ("hormonal changes describe: hormone imbalance"), migraine ("migraines"), headache ("headache"), blood oestrogen decreased ("low estrogen"), nausea ("nausea") and loss of libido ("libido deficiency"). In (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids in the uterus") and cervical cyst ("cervical cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (tubal reversal to remove essure device/surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune thyroiditis, genital haemorrhage, vaginal haemorrhage, hormone level abnormal, menorrhagia and fatigue had resolved and the depression, anxiety, migraine, headache, uterine leiomyoma, cervical cyst, blood oestrogen decreased, nausea, dysmenorrhoea, weight increased, loss of libido, alopecia and dyspareunia outcome was unknown. The reporter considered alopecia, anxiety, autoimmune thyroiditis, blood oestrogen decreased, cervical cyst, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. 2 coils in right side, and 3 coils in left side . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received- outcome of pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, fatigue, autoimmune thyroiditis, hormone level abnormal updated to recovered / resolved. Height, weight, concomitant condition and medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.